Event description:
It was observed during the device evaluation, the bronchofiberscope exhibited the connecting tube had the coating peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the peeling of the coating was caused by degradation of the device. However, a root cause was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.